Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed due to the receiver perpetually rebooting. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. A data log was able to be retrieved. A review of the data log observed intermittent audio alarms. The customer complaint was confirmed. A root cause could not be determined.